Event description:
Costomer's nurse took a blood glucose reading and received a result of 94 mg/dl. The customer took normal medications and ate breakfast. The customer felt dizzy and trembling. An ambulance was called and they received a result of 35 mg/dl. The customer was given an IV, and food to bring up blood glucose levels. Customer states controls in range but values not provided. A request was made for the return of the suspect device and replacements were sent.